Event description:
The nurse provided additional information stating that during implantation of the intraocular lens (iol) one haptic broke. The surgeon widened the wound to remove the broken lens and inserted a different iol. The eye was patched for 24 four following surgery.

Event description:
A user facility reported that the wound had to be widened to allow removal of an intraocular lens immediately after placement. More info is being sought.